Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. However, the pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and stained end cap sticker.

Event description:
Customer's wife reported a motor error on customer's insulin pump. Customer's blood glucose was 129 mg/dl. The error occurred during the fill tubing process. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).